Event description:
Reporter indicated that for about 2 months the patient has felt electrical stimulation in their shoulder, elbow, and stomach. It was reported that the patient has not had any recent trauma or injury. The patient stated that patient cannot tell if it is constant or with stimulation. Physician's notes from office visit in 2001 indicate that the vns was adequately controlling the patient's seizures. The physician did not plan any parameter adjustments because the patient was receiving good seizure control. Further follow up revealed that there is a vein in the patient's neck which seems to be protruded. The patient states that the vein was not like that prior to the vns implant surgery. The neurologist only stated that it was "abnormal". It was later reported that the patient works for airport works for airport security and that the patient believes that the device constantly stimulates while patient is at work. Voice alteration during stimulation at programmed intervals indicate that the device is stimulating as programmed while the patient is in the physician's office. The patient is convinced that the device is malfunctioning; however, the physician believes that the device is functioning properly. The physician programmed the device to off in 2002 and the patient later reported that the device "turned itself back on". The patient reported that they did not work near any of the security equipment at the airport.